Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 06/27/2022, it was reported by a sales representative via sems that a ar-6480 dw pump is not holding press, and the inflow wheel is making a very loud noise. This occurred during an unknown case, with no patient effect reported. No additional information provided.